Event description:
Event description boston scientific received information that four days following implant with this active-fixation right atrial (ra) lead, the patient experienced symptoms consistent with pneumothorax, and was readmitted to the hospital. After being admitted, a chest tube was inserted and the patient was monitored until surgery to remove the lead could be performed. At surgery, it was observed that the lead had perforated the heart and lung, causing the pneumothorax. The lead was removed during surgery and the patient was stable upon leaving the operating room. The patient's implantable cardioverter defibrillator was programmed to vvi mode and the atrial port was plugged. ,